Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hospitalization for hypotension. Based on the information available, causality cannot be determined. There is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no objective evidence of the machine malfunctioning or the machine not performing as expected. Although a causal relationship could not be determined, a temporal relationship between the patient¿s pd therapy and the blood pressure issues that required hospitalization remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was hospitalized due to an ongoing blood pressure issue. The peritoneal dialysis registered nurse (pdrn) reported that the patient was hospitalized for hypotension. The patient had a history of hypertension. The pdrn did not attribute the cause of the event to the patient¿s pd therapy. The patient reported that the hospitalization was related and their treatment setting was temporarily changed. Additional information was requested however was unavailable. Should additional information become available, the file will be reassessed and updated accordingly.